Manufacturer narrative:
Device labeling single use or reuse. Device discarded - unable to follow up.

Event description:
A pt's mother contacted our firm and reported uveitis and an infection. The pt had been wearing acuvue oasys contact lenses and using opti-free replenish lens care solution. The pt reportedly awoke with pain od and went to the optometrist. The pt was referred to an ophthalmologist the next day. The ophthalmology office reports the pt was seen in 2009 and was diagnosed with a corneal ulcer od and keratitis. As reported, a large lesion was noted nasally. No loss of acuity was noted. A culture was taken which showed no growth. No notation of infection or uveitis was in the treatment record. The pt was treated with besivance 4 times a day, omnipred bid and neo oint at hs. The pt was to return for follow up in 2010, but the pt cancelled due to inclement weather. Product was discarded, so no evaluation can be done. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.